Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye and magnification noted a loose black particulate matter outside the fluid pathway. The reported condition was verified. The cause of the condition was due to the particulate matter possibly attaching to the tubing during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date of october 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the tubing of the minicap transfer set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.